Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not able to charge to deliver shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be duplicated. It was observed during inspection that the j23 connection was not fully seated. This connection was seated to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not able to charge to deliver shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.